Event description:
Affiliate reported that the ventricles of the pt became enlarged. As a result the doctor attempted to reprogram the valve without success. Since the device would not reprogram, it was revised.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.